Manufacturer narrative:
The reported issue of high impedance/autoreducing was confirmed. As received, the penta lead tail had a kink with all the internal wires broken, which cause the reported event in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
It was reported the patient scs system lead was exhibiting high impedances on multiple contacts and could not be used for stimulation anymore. Surgical intervention was taken and the lead was replaced and the issue resolved.